Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented device auto inflating, upon explanting the device, it was realized the reservoir migrated down into the groin scrotum area, and that is what was causing the auto inflation. The ipp was replaced. There is no additional information reported.